Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. Following removal of the bronchoscope after the successful bronchial thermoplasty treatment, the patient became bronchospastic and short of breath, followed by stridor. The patient was hospitalized overnight and treated with heliox, bipap, IV solumedrol, and magnesium sulfate. The patient was discharged on (B)(6) 2013 and the event is considered resolved. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator - fev1: 2.34; fev1 % predicted: 72.22; fvc: 3.69; fvc % predicted: 93.65. Post-bronchodilator - fev1: 2.55; fev1 % predicted: 78.70; fvc: 3.92; fvc % predicted: 99.49.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.